Manufacturer narrative:
A2) patient date of birth - not available from facility. B7) other relevant history - not available from facility. D4) device serial number - not available from facility. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the glidelight. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead, a right atrial (ra), and right ventricular (rv) lead due to pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath, the ra and the rv lead were removed successfully. Then, with the same glidelight on the lv lead, the lead started to snowplow, and broke. The lld was removed, and advancement was made past the coronary sinus (cs) ostium, with little hemodynamic changes; however, an effusion was seen on echocardiogram. Rescue efforts began, including pericardiocentesis. The cs perforation resolved itself, and a portion of the lv lead remained in the patient. The patient survived the procedure. This report captures the 14f glidelight device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.